Event description:
See h11.

Manufacturer narrative:
The investigation found the balloon membrane of the returned device damaged at the proximal marker band, which resulted in the balloon leaking at this area during inflation testing. Furthermore, the guidewire lumen was found to have lifted from the inflation lumen, which resulted in a breach between the two lumens, causing a leak from the inflation lumen to the guidewire lumen. However, due to the leaks found on the returned device, the investigation could not fully inflate the balloon to test for and further assess the alleged inability to deflate and therefore, this complaint is considered non-verifiable. Neither of the leak conditions found on the returned device would have resulted in the inability to deflate. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the proximal balloon damage or the guidewire lumen lifting from the inflation lumen; however, as the balloon was able to inflate during the reported event, these conditions would have occurred post-procedure. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Review of the device¿s risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that after positioning the balloon at the internal carotid artery, deflation was attempted, but the balloon did not deflate. The balloon was then removed from the patient. Upon inspecting the balloon, the physician commented that the proximal portion might be the cause. The procedure itself was successfully completed. There was no patient injury. The patient outcome was reported as no health damage.